Event description:
Patient reported that the infusion device failed to give an occlusion (04) alarm. She indicated that she removed the infusion site from her body and discovered that the cannula was completely bent. Patient stated that she experienced elevated blood glucsoe of 300 mg/dl. She reported that she felt very sick to her stomach and vomitted profusely. Patient indicated that she was hospitalized for a week a tested positive for diabetic ketoacidosis. She stated that her blood glucose was 700 mg/dl. At the hospital, she was given an insulin drip to reduce her blood glucose level. She indicated that she had scar tissue in her abdomen and was wearing a cast causing her activity level to be reduced. Her piston rod and adapter had been used longer than recommended. Product is being returned for evaluation.